Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. A retained kit of architect anti-hcv reagent, list number 6c37-20, lot number 22780li00 (which contains the same bulk material as lot 22781li00), was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels (panels are internal measurement standards used to test product performance prior to lot release) were tested in 10 replicates. The mean s/co of the sensitivity panel values met specifications and all generated results were in the typical range and no (B)(4) results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available sero-conversion panels. The reagent lot in question detected the same bleeds as reactive with comparable s/co values for the sero-conversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. All generated data demonstrate that the performance of the architect anti-hcv reagent, list number 6c37-20, lot number 22780li00 and related lot numbers, are not compromised. Additionally, we have performed a review of non-conformances and deviations associated with the affected reagent lot was performed. This review resulted in no occurrences that could be related to this issue. A review of labeling concluded that the issue is sufficiently addressed in the labeling. Based on the evaluation results, no malfunction was identified to be related to this issue.

Event description:
The customer stated that a patient hospitalized in the cardiac surgery department (on (B)(6)) had a history of (B)(6) results for the (B)(6) assay back in (B)(6) (using a non-abbott method). The patient was tested (B)(6) with the architect after a staff nurse was accidentally stuck by the sample collecting needle taken from the patient. The nurse tested (B)(6) for this assay as well. However; another sample was collected from the patient the next day ((B)(6)), sent to a reference lab for testing and (B)(6) results were obtained with the pcr. The customer questioned the patient's (B)(6) result generated with the architect. The patient tested (B)(6) for other (B)(6). No impact to patient management was reported. The staff nurse will monitor the (B)(6) function tests.

Manufacturer narrative:
This report is being filed on an international product, list number 06c37, that has a similar product distributed in the u.s., list number 01l79. (B)(4). An evaluation is in progress. A follow-up report will be submitted when the evaluation is complete.